Event description:
The customer contact reported a loss of suction. After an unspecified length of time in use, it was reported that cracks were noted in the liner lid; subsequently, there was a loss of suction. The suction liner was replaced. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. (B) (4). The information on the reprocessing of the device was requested; however, no response has been received. (B) (4). (B) (4).